Event description:
It was reported that a pta balloon dilatation catheter allegedly ruptured while being used for an av access fistulagram. The balloon was inflated twice to 27 atms then removed. The physician re-advanced the balloon after imaging demonstrated that the lesion was not completely open. The balloon was re-advanced and inflated to 10 atms when it was discovered that the balloon had ruptured circumferentially. Blood was observed returning into the inflation device. During removal, 75% of the distal portion of the balloon turned inside out, but did not separate from the catheter. The balloon in its entirety was removed simultaneously with the sheath from the patient. Another introducer sheath and balloon were advanced, and the procedure was successfully concluded. No patient injury.

Manufacturer narrative:
The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this manufacturing lot number.